Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdqs0229 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a "5-fu pipe of the powerloc broke while the patient was at home. He further reported that the pipe was in the middle. The needle was removed in time, so there was no further danger for the patient."